Manufacturer narrative:
H11: the device was received for evaluation. During functional testing, "random upstream occlusion error" was not reproduced. A review of the history log revealed multiple events of "upstream occlusion!" Alarm, however downstream testing results or failures cannot be determined through the log. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be an out of calibration ultrasonic sensor. The ultrasonic sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump had random upstream occlusion error during testing in the biomedical service department. There was no patient involvement. No additional information is available.